Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported "tubing got caught on something and there was medication leak". Patient indicated they had a spill kit. Device was powered off, and the lines clamped. Medication being infused was unknown. No patient injury reported.